Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported "implant rupture". Device has been explanted and replaced with a non-allergan device. This relates to the right side.

Event description:
Physician reported "implant rupture." Device has been explanted and replaced with a non-allergan device. This relates to the right side.

Manufacturer narrative:
Device analysis: analysis of the returned device identified: underweight, broken shell and red particles in the shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp pattern on posterior of broken device assessed as an unidentified (tear) opening.